Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii and elecsys tsh assay results for one patient with the cobas e411 immunoassay analyzer module serial number unknown. The customer reported the ft4 results to a physician who asked for a re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e 411 immunoassay analyzer and an abbott architect analyzer. The investigation site e411 serial number was (B)(4). The ft4 reagent used at the investigation site was lot number 494388 with an expiration date of sep-2021. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(4) for the tsh assay.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.